Event description:
It was reported that the customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. However, the high-pressure test did not pass twice. Instructed the customer to discontinue the pump use.